Manufacturer narrative:
The pod's hazard alarm could not be determined because the pod was found to be in a critical state. The middle and bottom batteries were almost complete drained, both at 0.13 volts, most likely due to the fact that when the pod was supplied 3 volts from an external power source, the piezo would alarm continuously without stopping. The formed needle was also slightly exposed; noted by observing that the linkage assembly had not fully retracted, and that score marks were observed on the top housing unit. It could not be determined if this affected the pod's ability to deliver insulin when worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient had a pod alarm, but no alarm reference was given. The patient changed out the pod as a result. No blood glucose values were given. No further details given.